Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were received, however the complaint was unable to be confirmed due to limited information received from the customer. X-ray review demonstrated that the head dislocated laterally and superiorly. Radiolucency was identified with the cup. The acetabular screws fractured, and moderate degree of medial tilting of the acetabular cup resulting in markedly increased lateral inclination of the acetabular cup. The cup loose. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for a revision procedure on an unknown date for an unknown reason. Radiographs were provided and identified dislocation of the liner and head, fracture of the screws, and loosening of the cup. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05156.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty at an unknown date. Subsequently the patient has been indicated for a revision due to unknown reasons, however, a revision has not been reported. Attempts were made to obtain additional information; however, none was available.